Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned and a valid lot number has not been provided for the strip and also the reader is invalid. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the freestyle libre reader, no trends were identified that would indicate any product related issues. Stability and clinical review has been conducted. The review has found no indication of any product stability performance issues or clinical performance issues that would be expected to result or contribute to customer complaint. A tripped trend review was conducted for the precision strips, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Upon extended investigation, it was determined that the serial number provided by the customer ((B)(6) ) and previously reported to the FDA was not a valid serial number.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.